Event description:
It was reported that the patient faced insulin flow blocked event  with the infusion set on (B)(6) 2026, the blockage is likely at the site.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction.request was performed for additional information including sample. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number;reporting site: 8021545;manufacturing site: 3003442380.